Manufacturer narrative:
On 9/10/19, the investigation on the suspected medical device was completed. Investigation summary: according to the information provided, it was reported that the patient experienced a deflation on the right-sided breast saline implant. During evaluation of the device, a missing material was observed on the anterior and extending to posterior aspect, measuring approximately 4.0 x 2.7 cm. Microscopic examination of the edges of the tear gave no indications of instrument damage. No other anomalies observed. Since no lot number was provided, no manufacturing record evaluation review could be performed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and the product investigation, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a revision breast augmentation with a 460cc mentor smooth round high profile saline implant and experienced postoperative right-sided deflation. The diagnosis was confirmed by a physician on (B)(6) 2019. As a result, the patient underwent removal on (B)(6) 2019.